Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed control panel. Control panel powered down while filling, used u.I. To complete decon. There was a case data file attached but it was corrupt and unreadable. Control panel was replaced. Tank seals found torn. Pm performed. Tank seals were replaced. Serviced circulation pump and mixing pump. Replaced heater, both manifold o-rings, the double bend tube and the chiller evaporator outlet tube. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down from the floor for rebooting on its own, biomed was able to confirm this issue, stated that the device was turned on and running then it shuts down after a few minutes and powers back on and seems to do this consistently, coming in for assessment. Per sample evaluation results on 29jan2026, tank seals found torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down from the floor for rebooting on its own, biomed was able to confirm this issue, stated that the device was turned on and running then it shuts down after a few minutes and powers back on and seems to do this consistently, coming in for assessment.